Event description:
It was reported that atrial oversensing was noticed approx. 42 months after implantation. The lead was explanted and replaced without complications.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually and electrically. It was detected during the analysis of the lead that the insulation of the lead body had been massively damaged by squashing about 31 cm distal of the is-1 connector pin. The outer conductor helix was fractured at this site, and the insulation of the inner conductor helix showed holes. This damage is with high probability the cause of the clinical complaint. Position and characteristics of the damage (squashing of the lead body) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Cuts were detected in the lead body 8 cm distal of the is-1 connector pin. These were probably caused during the extraction procedure. The steroid collar was not available for analysis, its whereabouts are unknown. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.